Event description:
It was reported that a blood/solution administration set had a malformed male luer lock. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Photographic evaluation revealed a malformed luer. The reported issue was verified. The cause was determined to be a machinery issue during the manufacturing process. Awareness training was provided to the appropriate personnel. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.